Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting indicated that the occlusion was at the cartridge level. Customer stated cartridge and infusion set would be changed. There was no impact to customers` blood glucose level.